Event description:
It was reported that an asymptomatic patient presented to the or for device changeout due to normal eri with known twiddlers syndrome. Review of diagnostic showed the rv and lv were dislodged. During pocket inspection, externalized conductors were observed. The system was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, and a mandatory medwatch form was received. External insulation abrasion was found at 35.6-36.0cm, 36.1-36.4cm, 37.3-37.6cm, 38.6-38.9cm and 41.8-42.4cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasion was found at 11.8-12.0cm, 12.5-13.9cm and 14.6-15cm from distal tip. The etfe coating was intact at all abrasion locations.